Event description:
Boston scientific was notified that during an event the matrix firm-2d coil detached without burn [electrolysis]. The physician managed to retrieve the device back into the catheter. The pt sustained no complications during this event.